Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2093 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC catheter with a hole in catheter body was noted. No other information was provided.